Manufacturer narrative:
Sorc checked the subject device and found the reported phenomenon. The subject device was transferred from sorc to omsc for evaluation. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair (auxiliary water channel clogging) at olympus service operation repair center (sorc), it was found that there was foreign object inside the auxiliary water channel. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that there was no foreign object other than the reported foreign object on the auxiliary water inlet and the auxiliary water channel opening. As the result of a component analysis of the reported foreign object by omsc, it was found that the components of the spherical part of the foreign object might be an amorphous carbon, and the components of the surrounding area of the spherical part might be a mixture of cellulose, protein, and esters. It was also found that there was possibility that the cellulose was originated from mold or cellulose-based chemicals, the protein was originated from bacteria, hits or slightly tamper-based chemicals, and the ester were originated from substance such as chemicals. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the reported information and the investigation result, omsc surmised that there was possibility that the reported phenomenon was attributed to inappropriate or insufficient reprocessing by the user. If additional information is received, this report will be supplemented.